Manufacturer narrative:
Date rec'd by MFR: 13may2019. MFR site: correction. The field service engineer (fse) was dispatched to evaluate the device. The flow sensor was replaced to address the reported issue and the unit is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 15may2019. The customer was contacted and stated that the part will not be returning for analysis. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14nov2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator had no display information. The ventilator was not in use on a patient at the time of the event occurred.the event date was not specified; estimate used.